Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that last night while going to the bathroom experienced a shock right at the implanted neurostimulation site. Patient said that it was painful, happened about 5-6 times and scared the hell out of them so they decreased the setting by 2 and that seemed to help. When asked, no falls, trauma or changes to physical activities. When asked, patient said hasn't been any changes to the setting in months. Patient did mention that last week went on a road trip and was sitting in a car for three hours. Patient also said that now has a weird tingling feeling down the bottom of their butt going into the left leg, which they described as a numbing sensation. Patient mentioned that they are handicapped and in a motorized wheelchair so they are constantly sitting and doesn't know if that could be a contributing factor to the sensation. Reviewed option to decrease the setting again or turn therapy off for a little bit to determine if that affects the sensation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.